Event description:
Low platelet (plt) counts were generated for four patient samples when using a coulter lh 750 hematology analyzer. The platelet counts were determined to be low when compared to estimates obtained using manual blood smear analysis. Instrument generated flags were not present for three of the four samples. There was an instrument generated flag of "platelet clumps" for one of the four samples. This event was observed when a beckman coulter field service engineer was collecting data for an investigation. The four samples were initially run on the instrument that was the subject of the investigation, a unicel dxh 800 coulter cellular analysis system. This lh 750 analyzer was at a different facility than that of the initial instrument. The platelet counts obtained on the lh 750 were comparable to those obtained on the dxh 800. Both were determined to be low when compared to the estimates. The lh750 was within specifications, with quality control within range on the day of testing. There were no reports of death, serious injury, or affect to patient management associated with this event.

Manufacturer narrative:
The analyzer was not evaluated. The analyzer was within specifications, and quality control was within range on the day the testing was conducted. The analyzer was used as a comparison to another analyzer at another facility. Location of the lh 750: (B)(6). This MDR is related to MDR 1061932-2012-00402, filed for the unicel dxh 800 coulter cellular analysis system.